Manufacturer narrative:
The manufacturer is re-submitting the report already provided on 23-feb-2017 due to an incorrect MFR number indicated in section g7. The present report includes the follow-up report (correction) submitted on 28 feb 2017.

Event description:
The manufacturer was notified on march 10, 2016 of the following: there are five cases of valve in valve (corevalve) in perceval after early calcification of perceval. On april 25, 2016, the following updated information was submitted: 'a 76 years old female patient underwent perceval s valve 23/m implant on (B)(6) 2009 (isolated avr). The patient was suffering preoperatively from diabetes, systemic hypertension and dyslipidemia. The preoperative cardiac status revealed pulmonary hypertension and atrial fibrillation. The patient was in the preoperative nyha class iii. In 2011 she reported pleuro-pericarditis, in 2012 general weakness; in 2013 she was operated to the thyroid. After surgery the patient reported urinary tract infection, resolved without sequel. The patient was followed in the pivotal trail till the 5 years visit occurred in (B)(6) 2014 (nyha iii, peak gradient 41 mmhg, mean gradient 21mmhg, no regurgitation). On (B)(6) 2016 she was hospitalized to undergo tavi because of stenotic perceval (corevalve evolute r n26) (patient was in nyha iii, worsening dyspnea, thoracic pain).

Manufacturer narrative:
Method: no testing methods performed is selected since no information is available about the device in order to perform the testing. Manufacturer is trying to obtain further information. Manufacturer is submitting separate report for each case.

Event description:
The manufacturer was notified on 10 mar 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided.